Event description:
Please note: this report pertains to the second of two devices that were used during the same procedure. Refer to MDR # 3005099803-2009-00274 for a description of the first device. It was reported to boston scientific corporation that a prolieve thermodilatation kit was used during a benign prostatic hyperplasia (bph) procedure. The physician could not insert the catheter into the bladder. The catheter tip bent during introduction. Another of the same device was also unsuccessful. The procedure was aborted. A foley catheter was placed and the pt was sent home requiring no further treatment. Per follow-up from the physician, the pt is now listed as fine. The procedure will be rescheduled in about a month to allow the injury to completely heal on its own.

Manufacturer narrative:
The serial number provided by the end user could not be confirmed; therefore, the device manufacture date and expiration date cannot be determined. The suspect device, a prolieve thermodilatation kit was not returned for eval. A device analysis cannot be performed; therefore, the cause of the reported event is undetermined.